Event description:
Procedure: gastric bypass. According to the reporter: tissues slid out of the jaws as the firing sequence began. Staples where deployed but did not staple in the uniform line usually seen and most of the staples did not close into a "b" shape formation. The knife blade did transect the stomach, however, staples did not close off the wound. The surgeon used additional endo gia loads to wedge out the failed staple line and continued the case without issue from that point on. The surgeon stated that the stomach needed more dissection and tension from the posterior side held the jaws open causing the tissue to slide out.

Manufacturer narrative:
(B)(4).